Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light did not come on and the fluid air exchange did not work during a retina procedure. The procedure was completed with the same system. There was no patient harm.

Manufacturer narrative:
(B)(4). The system was examined and the reported event was confirmed (via event logs). The pressure regulator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 13, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of fluid air/gas (fax) problem can be attributed to a nonconforming pressure regulator. However, how or when the part became nonconforming cannot be determined conclusively. Based on the information obtained, the root cause of the reported event of illuminator problem cannot be determined conclusively. (B)(4).